Event description:
The suspect device was used in two lab comparisons. In the first comparison the device result was 177 mg/dl versus a lab of 115 mg/dl. The second incident the result was 185 mg/dl versus the lab of 125 mg/dl. Controls were in range. The device was replaced and requested to be returned for evaluation.